Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit stopped working while on a patient. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Before arrival to inspect the unit, the fse spoke to biomed where it was stated that the unit was taken into their biomed department where the unit ran for a day and a half with no shutdown issues. Upon arrival, the fse inspected the unit and after looking through the log, there was not data that corresponded with the unit shutting down. Also, the fse rant the unit for 3 hours after checking all diagnostics and performance tests. The reported issue was not able to be reproduced. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.